Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had moisture damage on keypad traces and motor home switch. The insulin pump had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was no longer responding. The customer reported that the up arrow button was intermittently working. The customer's blood glucose was 5.3 mmol/l at the time of incident. The insulin pump will be returned for analysis.